Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date after calls to end user 05/15/26 and 05/22/26. Block d4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction during a case resulting in agent delivered less than 20% from setting. There was no patient injury.

Manufacturer narrative:
The customer declined ge healthcare service. No repair information available.